Event description:
Kci received article, gassman, a., et al. Positive outcomes with negative pressure therapy over primarily closed large abdominal wall reconstruction reduces surgical site infection rates, hernia: the journal of hernias and abdominal wall surgery, 10/2014. Doi: (B)(6). That reported one pt experienced hernia recurrence while on vac therapy. No additional info is available. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient info.

Manufacturer narrative:
The patients included in this study were treated with negative pressure would therapy during the (B)(6) 2008 to (B)(6) 2011 time period. It is unk when the event occurred as this info has not been provided. The physician stated " our data suggest that the use of npt [negative pressure therapy], applied to primarily closed wounds, is associated with decreased incidence of these morbidities [hernia recurrence]. In this study, there was a reduction in both the overall and rate of hernia recurrence with pvc [primary closure with npt] when compared to pc [only primary closure] group." Based on info provided, it cannot be determined that the alleged hernia recurrence is related to vac therapy. There have been several unsuccessful attempts made to gather addition info, but there has been no response.